Event description:
It was reported that the device exhibited last error code 1872. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was returned for evaluation. Visual inspection revealed the downstream occlusion (dso) seal degraded. The event history log was reviewed and functional testing was able to replicate the reported issue; the motor was jammed and not running. The root cause was determined to be the motor jammed. The motor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.